Manufacturer narrative:
The device powered up properly after battery installation. No blank display noted. However, the device received with missing segment or partial display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to missing segment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had battery and display issue. The customer's blood glucose was unknown. It was reported device has a blank display after inserting new battery cap and new battery. Advice to discontinue use of the insulin pump and revert to backup plan. Advised the device will need to be replaced. The insulin pump will be returned for analysis.